Event description:
The customer reports the table force sensor is defective on the x-ray system.

Manufacturer narrative:
(Eval method, results and conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.